Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose of 477 mg/dl with vomiting associated with the pump not keeping prime. During troubleshooting, the patient reported inserting a new cartridge and the pump primed the tubing during the pump load cartridge phase. This report is made based on the allegation that the patient experienced hyperglycemia and the allegation that the pump primed insulin during the load cartridge step.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed "pump not primed" warnings with zero force. The total daily dose appeared to be inconsistent due to time and date issue. A review of the black box history indicated that the time and date reset to factory settings followed by a power on reset. The rewind, prime and load steps were successfully performed on the pump with no alarms noted. The force sensor was found to be within calibration. No loss of prime occurred during testing. A loss of prime was induced and the pump gave the appropriate visual and audible alert. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage was found to the force sensor circuit. The reported issue was unable to be duplicated during testing. The pump was exercised for 24 hours for time and date test. Unrelated to the complaint, the internal battery failed; the time and date was found to default to factory settings. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.